Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was repositioned on multiple occasions due to inacceptable sensing. When an appropriate position was eventually reached, the pacing impedance was noted to be considerably higher than previous measurements. The physician elected to replace the lead due to concerns that it may have been damaged. The replacement lead was implanted with acceptable measurements. The patient did not experience adverse consequences.